Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell onto the pump and the touchscreen now displays colored lines. Reportedly, customer is unable to access the pump. Contact did not know if customer's blood glucose levels were impacted, and stated customer's blood glucose levels have not been tested. Reportedly, customer has back up syringes for insulin therapy.